Event description:
It was reported by a customer that on (B)(6) 2011 the fiber cap fractured and the fiber stopped working at 196,874 joules. Per the customer, there were no stray laser beams and nothing detached from the fiber. Additional information reported by the customer was during set-up the aim test was performed and the laser beam was visible. During the procedure, there were no error codes that were displayed on the console when the event occurred. The patient did not experienced any injuries as a result of the event. The user did not experience any injuries as a result of the event.